Event description:
Epidural was discontinued. Should have been approximately 66 cc's to waste and there was actually 240 cc. Settings check on epidural device were correct.technical assessment by biomedical engineering was that the unit tested properly. Possibly pinched tubing? No alarm to signify issues.